Event description:
The manufacturer received information alleging a ventilator had an o2 regulation failure alarm occurred. There was no harm or injury reported. A diagnostic was preformed by the engineer, customer has an ev300 and it has an o2 regulation alarm first observed the issue, and biomed confirmed it in their area with piped in o2. He stated it was from a 50 psi source. Since the unit is under warranty he requested on site service. Additional information received that the resolution the fse performed a complete pvt as per the mfg's specifications. No error codes were found during my pvt. I believe user error might've been the cause. Device placed back into full clinical service; device is ready for patient use.